Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer either cleared the occlusion alarm or performed an infusion set change to address the occlusion alarms. The customer's blood glucose (bg) level was 331mg/dl and a correction bolus was delivered via the pump to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion due to the current cartridge not having enough insulin to perform the system check, a supply change was performed to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.